Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed and it was confirmed under high magnification that the bushing had hits on its hooks and bushing tabs were rounded. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides were found to be out of specification. No other issues with the device were noted. During product analysis, it was found the dimension between the hooks of the bushing out of specifications, hits were found on the bushing hooks and also bushing tabs were rounded and with different measurements. According to this evidence, it is possible that as a result of the bushing out of specifications, during the actuation of the device, some friction occurred between the components inside of the clip assembly, causing the bushing hits and consequently the customer experienced difficulty releasing the clip from the catheter. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenal bulb during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.